Event description:
The consumer reported the patient was waking up every couple of hours to use the bathroom and thought she had another bladder infection. This began (B)(6) 2016. Symptoms of frequent urination were noted the last couple of nights. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported the patient was waking up every couple of hours to use the bathroom and thought she had another bladder infection. This began (B)(6) 2016. Symptoms of frequent urination were noted the last couple of nights. It was also reported the patient had a poor communication screen on the patient programmer. It was indicated she was able to connect the day prior ((B)(6) 2016). The patient was using the antenna during this time. Troubleshooting involved confirming the antenna was secured and then syncing with the implantable neurostimulator (ins), which had not resolved the issue. It was then advised for the patient to unplug the antenna and place the patient programmer directly over the ins on the skin. The patient was instructed to change out the patient programmer batteries as well, but the issue had not resolved. There was no telemetry with or without antenna. Additional information received a day later via the consumer indicated they had received their replacement patient programmer. Stimulation was on 1.5 but no programs were present. Additional information was received from a patient. It was reported the patient had notified their healthcare provider (hcp) about their urinary frequency/return of symptoms and had to go in to have them reprogram the device. The circumstances which lead to the issue was the first device would not program, and they had to get a new device. The steps taken to resolve their symptoms was they had been trying different programs. They noted the issue had been resolved, as they had gotten better, however the patient still had some problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.